Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of bent cannulas. The customer's blood glucose reading was 433 mg/dl at the time of incident. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. The customer was advised to change out their set and treat per their doctor's instructions.